Manufacturer narrative:
Concomitant product: ddbc3d1 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented at the hospital due to their implantable cardioverter defibrillator (ICD) alarming. It was noted that the patient's right ventricular (rv) lead was not properly seated in the header of their device. The pocket was reopened and the physician performed a tug test, in which the lead pin was pulled out. The lead was reseated in the header and multiple tests were completed to ensure proper seating. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.